Manufacturer narrative:
Additional information: in accordance with the information in the patient report and the manufacturers experience with this kind of device, it is assumed that it is possibly in an early stage of failure and is likely to fail sooner or later due to humidity ingress at the housing braze joint through micro-leaks. In addition two channels migrated post-operatively out of cochlea. Further in situ measurements show two channels involved in a short circuit due to undetermined reasons. To determine an exact root cause a device investigation would be necessary. Diagnostic imaging is planned but no date has been scheduled yet.

Event description:
The user reported that since the end of march 2025 there have been loud noises. These noises are louder than the usual sounds he hears and his hearing decreases because everything else seems too quiet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported that since the end of march 2025 there have been loud noises. These noises are louder than the usual sounds he hears and his hearing decreases because everything else seems too quiet.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. Based on the manufacturer_s experience with this kind of devices, it can be assumed that the device has failed due to loss of hermeticity at the housing braze joint. In addition, three channels migrated post-operatively out of cochlea. Further in situ measurements show two channels involved in a short circuit due to undetermined reasons. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The user reported that since the end of march 2025 there have been loud noises. These noises are louder than the usual sounds he hears and his hearing decreases because everything else seems too quiet. The user has been re-implanted.